Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited high thresholds, pacing inhibition, loss of capture, and brady pacing was not as expected prior to discharge from the hospital. There was no asystole observed. While repositioning the rv lead, it was discovered the helix would not extract. Subsequently, the rv lead was explanted and replaced. This pacemaker remains in service. No adverse patient effects were reported.